Event description:
It was reported that intra-op during thyroidectomy with thyroid isthmus resection, it was found that the emg tube was leaking air and could not be used. The cuff and tube was checked prior to use and it was functioning normally. A 5 ml(cc) syringe was used to inflate the endotracheal tube cuff with air. The nitrous oxide was not used for the anesthetic and after the initial intubation, there was no bite block used to secure the device and protect the tube. The intracuff pressure was not monitored. The leak was not evident when trying to inflate the cuff to establish the airway during the intubation process. The nurse was called to replace it with the new product. There was no patient impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.